Manufacturer narrative:
(B)(4). Date sent: 7/22/2021. Investigation summary : since this occurred in belgium, there is no call home available. Probe (B)(6) (12 uses, 17:54) was investigated at neuwave. The probe returned without the tip, and charring around the breakage site. The root cause of the tip break is unknown. Device history lot ml20115845 (in process sn (B)(6)) was reviewed. Manufacture date: 12/14/2020. Expiration date: 07/31/2024. There were no problems seen during the manufacturing and testing of this lot. Additional information was requested, and the following was obtained: 1. Are any photos of the device or photos from the procedure available? No. 2. Was any imaging performed at the end of the ablation prior to the probe being pulled back? No. 3. When they identified the probe was broken, was any imaging performed to see if the broken piece was retained in the patient¿s body? Unk. 4. During the probe pulled back was any lateral force applied to the probe and/or handle? Unk. 5. Is there any plan to retrieve the missing piece from the patient¿s body? Unk.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the operating room nurse informed me that they didn¿t find the piece of the needle that broke off so I double checked with the surgeon and they couldn¿t find the broken piece. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Are any photos of the device or photos from the procedure available? Was any imaging performed at the end of the ablation prior to the probe being pulled back? When they identified the probe was broken, was any imaging performed to see if the broken piece was retained in the patient¿s body? During the probe pulled back was any lateral force applied to the probe and/or handle? Is there any plan to retrieve the missing piece from the patient¿s body? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the white part of the needle broke off at the end of the first ablation (10 min at 65w). This although the introduction of the needle and placement in subcapsular tissue happened fluently.